Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the recorded basal information for the pump did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump total daily dose history revealed multiple unconfirmed occlusion alarms, which may cause the recorded values to appear inaccurate. During testing, the pump was exercised for 24 hours with a 1 unit per hour basal rate. The basal history correctly showed a delivery of 24 units. No errors, alarms, or warnings were observed during testing. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.